Event description:
On november 23rd, 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings of 289 mg/dl and 318 mg/dl compared to the user's usual fasting range of 90-120 mg/dl. Due to the above, the user purchased a non-dario meter, which he tested with and received a bg reading of 85 mg/dl compared to a bg reading of 181 mg/dl from his dario meter. The user received bg readings in the 177 mg/dl to 318 mg/dl range from his dario meter in the four days that followed.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for more than one month and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". It was also determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another". In addition, the user was storing his cartridge of strips in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user. The user reported that he tested the new cartridge of strips with the level 1 of the control solution. The readings were within range for both the control solution and his bg level. Since the user's bg readings issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.